Event description:
On 05/14/2007 - alaris IV tubing appeared to be "defective". The oncoming nurse noticed that, the IV tubing had a syringe connected to one of the ports on the IV tubing; when the nurse removed the syringe, the IV pump started alarming and reading "air in line". The nurse removed the tubing from the cartridge to assess the line. There were some small "micro" bubbles noted. The nurse opened the lever on the alaris tubing to attempt to disperse the bubbles. When this was done, the high pressure exerted on the tubing caused a strong stream of IV solution to eject out of the safety blue valve on the tubing most proximal to the end. The nurse closed the cartridge and the stream of solution stopped. The nurse attempted to open the cartridge again to move the bubbles and again the jet of solution was ejected through the valve port. This was shown to another nurse. A new syringe was placed on the port. The entire system was changed when the bag of IV fluids was received. ER, on 05/17/2007, met w / scn nurse who showed me the port that was affected. The port leaked fluid, when she removed syringe needle which should not happen. Ts / rm.